Event description:
Consumer called to report inaccurate readings with her replacement meter. Analysis run on clark error grid using mean av. Readings (316) as a ref. Point vs. Bd readings (192, 439) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to prod quality investigation.